Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer may have had a stroke due to low blood glucose. Caller reported that customer fell and was hospitalized due to a stroke on (B)(6) 2017. Customer's blood glucose was 189 mg/dl. Customer was not able to speak. Caller was not sure of the blood glucose levels at the time of incident due to not having the meter. Caller received assistance navigating screens in order to view last pump activity.